Manufacturer narrative:
Mst1009 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device was not returned to devicor medical products, inc. For evaluation. Therefore we are unable to determine a root cause for the reported incident. If the tissue is found within the canister rather than in the sample management system, a misdiagnosis is possible due to lost tissue. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from affiliate, devicor medical japan stating, the samples obtained during the procedure were small, upon checking the canister there were tissue samples in the canister. No patient complications. This has been documented in our complaint system as record # (B)(4).